Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the sample syringe driver, sample syringe case, sample reference valve, ise tubing, the na electrode, the cl electrode, and the potassium (k) electrode to resolve the issue. (B)(4).

Event description:
The customer reported receiving erroneous patient results for sodium (na) and chloride (cl) on the au5800 clinical chemistry analyzer. The results were reported out of the laboratory and later amended. There was no change to patient treatment in association with this event. Quality control (qc) results were within laboratory¿s established range prior to the event.